Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had sensor cannula breakage. The customer's blood glucose level was unknown at the time of the incident. It was reported that the customer's transmitter did not blink when connected to the sensor, and when they put off the sensor, they found that the sensor did not have a cannula. It was also reported that the sensor cannula was not on the body and that this occurred five times of the same lot. It was reported that replacements will be sent to the customer. There are no products to be returned for analysis.